Event description:
Pt reported that several things happened with device within a few days (device generated an electronic error, device beeped with no message displayed on the device's screen, and pt experienced high blood glucose [in the 300-400's mg/dl]). Pt feels device is at fault for high blood glucose. Pt switched to back-up device. Pt self-treated high blood glucose by bolusing.